Manufacturer narrative:
Added information to section b1 (report type), d5 (operator of device), h6 (type of investigation) update information to section h6 (component code, investigation findings, investigation conclusions) corrected data in section h1 (type of reportable event) patient demographics unable to be obtained. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are internal controls to avoid potential causes related to the reported malfunction.

Event description:
As reported, during the test of this sawn ganz catheter, the balloon could not be deflated after opening the gate valve. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Patient demographics requested.